Manufacturer narrative:
Super poligrip comfort seal strips are manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of paralysis of hand in a female pt who used polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) as a denture adhesive. A physician or other health care processional has not verified this report. On an unk date, the pt began using super poligrip comfort seal strips. At an unk time after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced "nerve ends damage," "sleep like symptom" in hands and fingers on the right, decreased strength, loss of feeling in hands and inability to use hands on the right, physical impairment, pain, discomfort, energy decreased, facial symptoms (nos), paralysis of the hands, fingers, and arms, unable to function normally, anguish, fear and facial numbness. She stated that she had been thoroughly examined, and stroke, heart attack, and seizure had been ruled out. This case was assessed as medically serious by gsk. Use of super poligrip comfort seal strips was discontinued. At the time of reporting, the outcome of the events was unresolved. The pt indicated that she was still recovering from the nerve ends damage done to her system but this was improving. She stated that the sleep - like symptoms in her right hand and little fingers took a whole day and a half to restore the feeling in her hand and back to normal strength. She indicated that she had right side facial symptoms and that she was getting back to feeling somewhat normal and that her diminished strength was almost back to normal after 3.5 weeks. The consumer also stated that she was getting the nerve end feeling into her face, fingers, hand and arm. She also indicated that her energy and stamina had improved.